Event description:
Additional information received states that this lead has been surgically abandoned. The x-ray showed that the patient twiddled their leads several times pulling the lead back into the svc.

Event description:
Boston scientific received information that a red alert was detected on the patient's home monitor system for this device being programmed for other than monitor + therapy. No adverse patient effects reported. Subsequently, additional information was received from the local sales representative stating that this patient began to twiddle with their device resulting in the right ventricular (rv) lead pulling back. The physician opted to reprogram this device to monitor only. No future procedure planned to revise the rv lead at this time.

Manufacturer narrative:
At this time the system remains in service. Should additional information become available this investigation will be updated.